Manufacturer narrative:
The customer¿s complaint of pump module would not infuse because of air bubbles was verified in the event logs. Functional testing found the returned pump module¿s air detection system working with no anomalies. The air in line threshold test protocol (doc # 10000143385) was performed on the returned pump module. There were no anomalies with the air detection system. False air in line testing protocol (doc # 10000348458) was performed on the returned pump module, the measured ail signal readings where within acceptable specifications, indicating the air detection system is working with no anomalies. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the pump module would not infuse because of "air bubbles". There was no report of patient involvement.